Event description:
The report stated that while preparing for a radio frequency liver ablation, water leaked from the strain relief. Another needle was opened and the procedure completed.

Manufacturer narrative:
The incident sample was not returned for evaluation, therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.